Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Oral-b floss action head broke off, happened in mouth / the plate on the bottom became detached [device breakage] no adverse event. Case description: a female consumer reported via phone on (B)(6) 2016 that the head of the oral-b power oral care refills floss action broke off, and this happened in her mouth. She elaborated that the plate on the bottom became detached. She purchased a couple of packs, and the ones used by her husband were fine; the ones in the pack that she had broke. This was not the first time that she had used these particular brush heads. No symptoms developed. Concomitant product: oral-b rechargeable toothbrush, version unknown.

Manufacturer narrative:
On 02-mar-2017 product investigation results: reporter returned six toothbrush heads on 31-jan-2017. Toothbrush heads confirmed to be counterfeit.

Event description:
Oral-b floss action head broke off, happened in mouth / the plate on the bottom became detached [device breakage], no adverse event [no adverse event], product counterfeit [product counterfeit]. Case description: a female consumer reported via phone on (B)(6) 2016 that the head of the oral-b power oral care refills floss action broke off, and this happened in her mouth. She elaborated that the plate on the bottom became detached. She purchased a couple of packs, and the ones used by her husband were fine; the ones in the pack that she had broke. This was not the first time that she had used these particular brush heads. No symptoms developed. Concomitant product: oral-b rechargeable toothbrush, version unknown.